Event description:
Additional information was received that the high impedance was first observed on (b)96) 2012. The patient did not have their device disabled at that time. X-rays were taken but the images were not provided to the manufacturer. There was no reported manipulation or trauma. The generator and lead were returned to the manufacturer for evaluation. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product and the (+) marked connector pin / boot section was not returned; therefore, unable to verify model and serial number. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. What appeared to be white deposits were observed on the (-) unmarked connector boot. Eds (energy dispersion spectroscopy - provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon, phosphorus and calcium. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead (-) unmarked connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. The (+) marked connector pin / boot section was not returned; therefore setscrew marks and continuity checks were not available. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portions of the device which may have contributed to the stated complaints high impedance. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
.

Event description:
It was initially reported that the patient had high impedance. X-rays were ordered but it is unclear if they have been taken or will be provided to the manufacturer for review. Surgery if likely but has not occurred to date. Good faith attempts for more information have been unsuccessful to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.